Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. Initial reporter- this article was written by amish a. Naik, md, phd, and steven a. Lietman, md.

Event description:
One patient identified in the article who was in the ls group experienced gastrointestinal bleeding.